Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient was in-house for another procedure, in which anti-coagulation needed to be stopped. The pump functioned fine for a couple of days, but then a rapid rise in power was seen, and the pumped stopped. The decision was made by the family not to exchange the pump and the patient expired on (B)(6) 2014.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.